Event description:
It was reported that lead over sensing due to noise was noted when the patient presented to the emergency department. The lead was reprogrammed and then eventually explanted and replaced. The patient's condition was noted as stable.